Event description:
The operator of a dimension rxl max with hm instrument stated that patient results for sodium and chloride did not align with the patient population. The customer provided one example of discordant, falsely elevated sodium and chloride results. It is unknown if the discordant results were reported to the physician(s). Two rerun results were provided for both sodium and chloride for the patient sample. It is unknown if the sample was repeated on the same instrument or an alternate instrument, or if the rerun results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated sodium and chloride results.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). After evaluation of the instrument data, the tsc specialist did not find an instrument malfunction. The tsc specialist performed troubleshooting with the customer. The customer corrected a high bias on the dilchk. It was recommended to the customer to perform mono pump maintenance, replace probes and tubing, and run a new dilchk. The tsc specialist attempted to follow up with the customer, but the customer was unresponsive. No further complaints of discordant sodium and chloride results on this instrument have been received by the customer. The instrument is performing according to specifications. No further evaluation of the device is required.